Event description:
It was reported the unit burned. The customer was unwilling to provide the unit for inspection, but did send pictures. It appeared that a segment of heater wire or thermostat had become damaged when the user folded and compressed the unit, allowing a spark to contact the fabric foundation and causing a burn. We determined that this report was attributable to misuse on the part of the consumer.